Manufacturer narrative:
E1: initial reporter phone (B)(6).

Event description:
It was reported that aspiration failure occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat arterial lumen deficit. During the procedure after advancing a few centimeters in the lesion, the catheter stopped sucking up blood. It sucked up water, but no blood. The catheter was taken out and reprimed twice, but aspiration continued to fail. The procedure was completed with an alternate device. There were no patient complications as a result of this event.